Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not displaying parameters or information as intended was confirmed via the controller¿s functional analysis. When the returned system controller (serial number (B)(6)) was connected to a mock loop, the controller¿s screen appeared blank, and the display button would not scroll through any parameters. The controller operated the mock loop as intended despite these issues. The controller was opened and was inspected at a component level. The user interface (ui) ribbon cable, which connects the controller¿s main printed circuit board (pcb) to the ui pcb was observed to have been damaged and poorly attached to its ui-side connector. The ribbon cable was detached, straightened, then reconnected to the ui pcb¿s connector which resolved all issues. After this reconnection, the controller was able to display parameters as intended, and all of the controller¿s buttons functioned as intended. The root cause of the reported event was determined to have been an improper connection of the ui ribbon cable within the controller. A manufacturing analysis task was initiated under a separate event to further investigate the root cause of this issue. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the perfusionist tested the display screen of the system controller at the end of implantation. The display screen remained black, and no parameters or information were visible on the controller display. The controller was exchanged.